Manufacturer narrative:
Based on the info reported to davol, a composix e/x was used to repair an abdominal defect in a pt undergoing abdominal tumor resection. A discharge of pus had developed after surgery and it was reported that there was no tissue ingrowth. The mesh was explanted, and a wound culture is reported to have shown pseudomonas aeruginosa and (B)(6). The mesh was returned to davol in 10 pieces. Based on the condition in which it was received, and without info regarding when the mesh was implanted, we are unable to determine if it may have caused or contributed to the reported lack of ingrowth or infection. While there is no indication that the mesh contributed to the reported infection, the IFU states that if an infection develops, to treat it aggressively. An unresolved infection may require removal of the prosthesis. Without further info regarding the pt's course of treatment, no conclusion can be drawn.

Event description:
Bard composix ex mesh used to repair the abdominal defect of a pt receiving abdominal tumor resection. On (B)(6)2011 -- formation and discharge of pus was developed after surgery and no tissue in-growth was observed, and the mesh was removed.